Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
During impaction of a 50mm trident psl cluster shell, a crack developed in the anterior wall of the acetabulum. The surgeon was unable to achieve stable fixation of the acetabular shell & decided to use a cemented 50mm rimfit cup instead. The intraoperative fracture occurred during primary surgery on the patients right hip.